Event description:
It was reported that pump experienced malfunction after recent update, and caller mentioned specific malfunction and fault codes. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, confirmed malfunction did not recur, was advised to continue using pump and to call back if problem returned, and declined to resume insulin during call.